Manufacturer narrative:
Device was received with pump error 40 alarm found in device history file and critical pump error (open book image) alarm during testing due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and also insulin pump was no longer working. Customer experienced high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.